Manufacturer narrative:
Method: superdimension has requested the devices for evaluation but has not received them to date. Initial pictures sent document there was plastic still attached to the tip of the introducer and the picture of the plastic material in a container was taken from the biopsy sample. Superdimension has issued an internal corrective action and the post market risk analysis conducted concluded if a ptfe fragment separates from the catheter and the ptfe remains in the lung, any resulting inflammation and effect on lung function would be limited to a very small portion of the lung. Any possible associated infection can be expected to be treatable.

Event description:
Site reported a component of the superdimension inreach system, an extended working channel, became unraveled. On (B)(6) 2013, site reported plastic material was pull out along with a lung biopsy that was done on the patient. The physician continued with the superdimension bronchoscopy procedure and no surgical intervention was required outside of the endoscopy department. There was no report of patient injury, death or other serious adverse event.